Manufacturer narrative:
The technician was able to confirm the reported event. The device was scrapped by stryker.

Event description:
It was reported that during testing conducted at the user facility, the light of the device was overheating and melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the user facility the light of the device was overheating and melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.